Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 4

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced adhesive issues with four infusion sets on (B)(6) 2026 , (B)(6) 2026, (B)(6) 2026 and (B)(6) 2026. The infusion set fell off during use and some came off in pant and were poking. The infusion set in use for first two events was for one day , for third event within one day and or fourth event within 12 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.